Event description:
According to the reporter, during laparoscopic hepatectomy procedure, the device did not fire even the surgeon able to press the green button and squeeze the handle. The led status of the device was blinked, but there was no charge triggering. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph. Photographic inspection noted that the reload adapter was broken and remained within the device. Functional testing was unable to be performed without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy procedure, the device did not fire even the surgeon able to press the green button and squeeze the handle. Surgeon performed all the steps to shoot, the led status of the device was blinked, but there was no charge triggering. The reload has broken on the reusable adapter. Another device was used to complete the procedure. There was no patient injury.